Event description:
The recipient reportedly experienced pain at the implant site, which was believed to be device related. The recipient's pain subsided when anti-inflammatory drugs were taken or when the device was not worn. The recipient's pain was resolved after the external equipment was exchanged.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.